Event description:
It was reported that the patient experienced a syncope episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mcs-p3-31-aoa-us transcatheter valve, implanted: (B)(6) 2015. (B)(4).